Event description:
Device 2 of 4. Reference MFR report #s 1627487-2011-10076, 1627487-2011-10078 and 1627487-2011-10079. The pt received the scs system on (B)(6) 2005 consisting of one scs octrode lead, three scs quatrode leads and the ipg. One of the three scs quatrode leads was replaced due to invalid impedance on (B)(6) 2007. It was reported that the pt's recharge burden increased after undergoing an unrelated surgical procedure. It was also reported that the pt was unable to turn on stimulation and was observing the no telemetry error. Communication could not be established with either the charging system or the pt programmer. Invalid contacts were identified. One scs quatrode lead and the ipg were removed and replaced on (B)(6) 2011. The lot number of the scs quatrode lead that was removed is unk; therefore, the MFR is reporting on all three scs quatrode leads.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.